Manufacturer narrative:
(B)(4) date sent to the FDA: 09/30/2016. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Following questions to be asked if the surgeon contacts rrt. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the location and incision size of prineo application? What prep was used prior to prineo application? Please describe how the adhesive was applied on the tape? Was a dressing placed over the incision? If so, what type of cover dressing used? Do you have any photos? Was the product removed? Was another method used to close the incision? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Can you identify the lot number of the product that was used?

Event description:
It was reported that the patient underwent a lumbar fusion procedure on (B)(6) 2016 and the unknown topical skin adhesive was used. Following the procedure, the patient returned with complete wound breakdown to the bone and infection throughout the entire surgical site. The surgeon has to take the instrumentation out and replace it. Additional information will be requested.